Event description:
See manufacturer report 2032545-2007-02217. The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. This was the second capsule attempted for this pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible. The device was returned without the capsule.